Event description:
Baxter received a report that one (1) intermate was discovered in the package with the luer end snapped off. When the technician went to pull the device out of the package, the luer end snapped. There was no report of patient involvement, injury, or medical intervention. A sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the broken/damaged condition. This is a single use device and will not be repaired. No other observation was found on the units. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.